Event description:
It was reported that, the cs300 intra aortic balloon pump (iabp) has alarmed an augmentation issue. It is unknown under which circumstances this event occurred; however there was no patient involvement.

Manufacturer narrative:
Type of investigation not yet determined. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (event site telephone: (B)(6). It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "augmentation failure". It is unknown under which circumstances this event occurred; however there was no known harm or injury to patient and no adverse event was reported. There was no involvement of the patient. The service was not done by getinge service team. Gfe was performed to get additional information but there was no information received about service. H3 other text: customer not responded.

Event description:
N/a.